Manufacturer narrative:
Review of received information: on-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the air gas module was found defective and its replacement solved the issue. The additional information and part has been requested for further investigation but has not yet been received.

Event description:
It was reported that the air gas module would not provide the proper amount of gas to ventilate. There was no patient harm. Manufacturer's ref. #: (B)(4).